Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. Per preliminary observations of the returned device, the 14fr esheath+ was received with introducer fully inserted. One (1) dilator and two (2) pre-expansion tools returned separately. The liner was unexpanded and the distal tip was unopened. The liner was lifted 1.5cm in length from strain relief. When inserting pre-expansion tool, the liner lifts as designed, and tip of pre-expansion tool is visible under the lifted liner. No other abnormalities noted on sheath. The complaints of sheath does not expand and ''two small damages'' are not confirmed as the alleged physical defects are not present on the returned device. An engineering evaluation is not required. During functional testing of the returned device, a sample 26mm commander delivery system with a crimped sample 26mm valve was advanced through the returned esheath+. The esheath+ liner expanded as designed. The distal tip opened but a radial tip tear occurred. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath distal tip torn was confirmed, based on the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment (pra) and/or by manufacturing process variation during the trimming step leading to hdpe damage, as investigated in a CAPA, while multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in poland. As reported, it was a case of an implant of a sapien 3 ultra. During the esheath+ preparation, when the expansion tool was inserted, it was observed that there were two small damages in the expandable part of the esheath+ and the internal layers remained visible. It was decided not to use the esheath and was replaced with a new one. The patient did not suffer any injury. During functional testing of the returned device, a sample 26mm commander delivery system with a crimped sample 26mm valve was advanced through the returned esheath+. The esheath+ liner expanded as designed. The distal tip opened but a radial tip tear occurred.